Event description:
Revision surgery - due to the stem subsiding, it was too small.

Manufacturer narrative:
Concomitant medical products: 497-36-000,lot 284c1012, should be: 497-36-000,lot 284c1032. Manufacturer narrative: the reason for this revision surgery was stem subsidence after 2.1 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the (B)(6) complaint against a part from this lot. Of these (B)(4) complaints, (B)(4) complaints were for leg length discrepancy, (B)(4) complaints were for femur fracture and (B)(4) complaint was for a stem subsidence. The root cause for the subsidence was most likely due to bone loss and poor bone quality. There is no information reported that showed a material, design, or manufacturing problem with the product.